Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged the pump could not be charged. Issue was not verified. No additional patient or event information was provided. Reportedly the customer continued to use the pump for insulin therapy.